Event description:
It was reported that unspecified reset mode was observed. The device reached normal eri on (B)(6) 2017. The device was explanted and replaced. Patient was asymptomatic before and after the procedure. At the clinic interrogation on (B)(6) 2017 patient was asymptomatic as well.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory via device image. Review of device image indicated there was a false eri alert on (B)(6) 2017 that was due to high voltage usage. The cause of the bvvi could not be determined.

Event description:
New information states that when the vvi backup mode was observed, there was no exposure to cautery or emi.